Event description:
It was reported that during the implant of this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture. This lead was removed and replace prior to wound closure. This lead was retained by the healthcare facility. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture. This lead was removed and replace prior to wound closure. This lead was retained by the healthcare facility. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported high pacing impedance measurements and loss of capture are attributed to a known inherent risk of the device.